Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Of note, this porcine mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards duraflex bioprosthesis is intended for use in patients whose mitral valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 29mm 6625lp mitral porcine valve, implanted in the tricuspid position for eight (8) years and five (5) months, underwent balloon valvuloplasty due to significant tricuspid stenosis successfully. Post procedure, the valve leaflet motion improved with 1+ tricuspid regurgitation. Significant improvement in the transvalvular gradient was achieved on hemodynamic and echocardiographic imaging data. The patient tolerated the procedure well and was taken to the recovery room with good pulses and perfusion. The patient was discharged on pod #1.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H11: corrected data: corrected section h6 (method & conclusions codes).